Event description:
Device issue: unspecified. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported via a trial that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, an unspecified device issue occurred. A femostop was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record could not be performed.